Event description:
Medtronic received information regarding a navigation instrument being used outside of a procedure. It was reported that the tip of the tactile awl was bent. There was no patient present. Additional information was received that the tip got bent during probing.

Manufacturer narrative:
H3, h6) the reported issue was confirmed as the tip of the returned awl was slightly bent. With a tracker attached, the awl displayed a good divot error reading, with normal verification and tracking. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.